Manufacturer narrative:
Device is a combination product. (B)(4) . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning/placement problem occurred. A 2.50x38mm promus element plus stent was selected to treat the lesion. After the device crossed the lesion, it became stuck, and the physician expanded the stent at the place where it stuck. Another promus stent was additionally deployed at the front side of the complaint device. No patient complications were reported and the patient's status was good.